Event description:
Caller reported damage to both the pump housing and usb port, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and instructed the caller to return the faulty pump using the provided return box and label. The customer planned to use multiple daily injections as a backup therapy until the replacement pump was received and understood the necessary steps for transitioning to the new pump.